Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. The twist clamp could not be fully closed. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp caused by a broken occlude foot beneath the twist clamp was observed. The reported condition was verified. The cause of the broken occluder feet could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.